Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. The patient experienced bradycardia, cardiac arrest with resuscitation, low blood pressure/hypotension, hospitalization or prolonged hospitalization and unexpected medical intervention.

Event description:
It was reported the device experienced a computer software problem, device alarm system, failure to run on battery and loss of power during and infusion of a unspecified medication. The patient experienced bradycardia, cardiac arrest with resuscitation, low blood pressure/hypotension, unexpected medical intervention with prolonged hospitalization. The cause was traced to component failure. No other information will be provided by the customer.